Event description:
A dreamtome¿ rx cannulating sphincterotome, used during an endoscopic retrograde cholangiopancreatography, and once it was withdrawn from the scope it was found that it was not working properly. The boston scientific representative was in the room during the procedure and recommended using a different product for the remainder of the procedure.